Event description:
It was reported that a black particle was found in the filter of the blood administration pump set. This was observed before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was returned for evaluation. A visual inspection revealed an encrusted brown particle. The cause of the reported malfunction has been identified to be related to the supplier. The supplier has been notified.